Manufacturer narrative:
It was reported that left hip revision surgery was performed. During the revision, the femoral head & acetabular cup were removed. As of today, the implanted devices, all of which were used in treatment, and additional information has been requested for this complaint but has not become available. Without definitive part/lot numbers a complete complaint history review cannot be performed for the devices involved. A review of the complaint history review was performed using the part number for a 74123148 femoral head 48mm + 74120154 acetabular cup 54mm in search of complaints involving metallosis throughout the lifetime of the product. Similar complaints have been identified and this failure will continue to be monitored. No lot numbers were provided; hence a documentation review could not be completed. If more information is received, this investigation will be reopened. Without the details of the devices involved in this complaint, the specific product labelling and ifus for the devices cannot be reviewed. If this information becomes available at a later time, the task will be reopened and completed. A risk management review was performed. No additional risks were identified as result of the reported event. The medical documents were reviewed. The reported rupture and migration of the gluteus medius tendon from the greater trochanter is likely the root cause of the patient¿s reported abductor weakness, limp and left hip revision; however the cause of the rupture cannot be determined. Although it was reported that the metal ions were elevated, no lab reports were provided. The intraoperative findings of the reported metallic stained tissue are consistent with findings associated with metal debris. Without the supporting lab results, imaging, and the analysis of the explanted components, the root cause of the reported elevated metal ions cannot be confirmed and it cannot be concluded that the reported clinical reactions were associated with a mal-performance of the implant. The patient impact beyond the post-operative pain from the revision/healing cannot be determined. Without return of the actual devices or further information we cannot further investigate or confirm the details supplied in this complaint, and our investigation remains inconclusive. If the products or additional information become available in the future, this case will be reopened. No preventative or corrective action has been initiated as a result of this investigation. Additional information: a2 and a3.

Event description:
It was reported that a revision surgery from the left hip was performed due to cobalt and chromium levels and metallosis.